Event description:
The customer reported differential (diff) vote outs (non-numeric results) and a clear fluid leak of approximately 5ml from the left side of a coulter lh 750 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer shutdown the instrument until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat, mask, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2015. The fse found that the diff/retic chamber was overflowing due to a clog in its drain fitting. The fse cleared the drain fitting and the instrument ran without leaks or voteouts. The repairs were verified per established service procedures. (B)(4).